Event description:
The customer's granddaughter called and stated that the customer had received an error 6, >8.0 inr and 6.0 inr while using her coaguchek xs meter (serial number (B)(4). The labeling states that error 6 indicates that the strip was touched or removed during the test. All of the testing done was within 15 minutes of each other and a new finger was used to obtain the sample for each test. She had called the technical support line instead of calling the independent diagnostic testing facility to report the results. The customer's granddaughter did not think one result to be correct more than the other result. At the time of the call, the granddaughter said she had not taken any actions or had any medication changed because of any of the results. She stated she was going to call the physician with both of her grandmother's results to get further instruction. The customer's therapeutic range is 2.0-3.0 inr. The customer is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She is not anemic. The customer's warfarin had been changed to coumadin a short time ago due to a rash and the granddaughter does not know what other medications the patient is on.. It is stated that the customer is currently in good health. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer has not returned the meter or the test strips. A specific root cause could not be identified for this event. No product has been returned to complete the investigation.